Event description:
Per the territory manager (tm), approximately 1 year and 11 months post tavr procedure, the patient now presents with central regurgitation. The patient had a previous transcatheter mitral valve replacement (tmvr) approximately 9 months after the tavr procedure with an sm3 (approved for compassionate use). At this time there is no additional information regarding the planned intervention.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Review of the medical records found that the patient's tavr valve presented with central regurgitation. These records indicate that the tavr was implanted successfully with no valve dysfunctions. The cause of the central regurgitation is unconfirmed in these records, but the patient's various comorbidities suggests that the cause was likely to be due to calcification. The patient had chronic kidney disease with end-stage renal disease, and there was also moderate to severe mitral valve calcification at the time of the tavr implantation. These comorbidities would indicate that the patient was at elevated risk of calcification developing on the 26mm s3u. It was later reported that the patient expired before any planned intervention could take place. The patient had vast comorbidities that may have contributed to their death, however, there is no indication of the severity of the central regurgitation in the medical records.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central regurgitation was unable to be confirmed due to unavailable of relevant medical record and imagery. A review of DHR did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported "approximately 1 year and 11 months post tavr procedure the patient now presents with central regurgitation.". Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops over time can be due to patient related factors and/or structural valve deterioration. In this case, medical record revealed that patient had history of diabetes and kidney disease (ckd). It is well known that these pre-existing co-morbidities increase the risk of developing bioprosthetic valve calcification. Tissue calcification may in turn interfere with proper leaflet functionality (restricted leaflet motion/abnormal coaptation), resulting in central regurgitation. In this case, available information suggests that patient factors (diabetes, kidney disease (ckd) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.